Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
During a follow-up visit on (B)(6) 2026, interrogation of the wise crt system demonstrated appropriate rv pace detection; however, electrode tracking could not be established in any patient posture. Device interrogation indicated a biv pacing percentage of 15% since implant. Standard troubleshooting steps were performed in an attempt to restore electrode tracking and achieve biv pacing, but these efforts were unsuccessful. As a result, the system was not providing the intended synchronized biv pacing therapy during the evaluation. Chest x-ray imaging was requested to further assess the position and integrity of the system components. No adverse patient sequelae were reported.

Manufacturer narrative:
Please note that the product code under d(2) on the initial manufacturer report (3013596742-2026-00019) was incorrectly documented as lhr. The correct product code is seg. The investigation for this case remains ongoing and has not yet been completed. A supplemental report will be submitted once the investigation is finalized and results become available.